Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error alarm. Customer's blood glucose level was not reported. The customer was able to rewind. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with stuck in the motor error alarm loop during bolus delivery. Unable to confirm motor position encoder error alarm due to overwritten history file. Unable to perform occlusion test and unexpected restart error test due to motor error alarms. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self-test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert noted. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.